Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after he received inappropriate shock from the implantable cardioverter defibrillator. He was not symptomatic at the time of the visit. Examination of the device revealed that it detected an atrial fibrillation rhythm and executed an inappropriate high voltage therapy. The device was reprogrammed and the patient was discharged the same day.